Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was reported that there was a 069 call service alarm. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
The device was returned and evaluated by product analysis on 01/30/2017 with the following findings: review of the pump¿s black box revealed related alarms. The pump powered on to a call service 069 alarm. Evaluation revealed a discrete component failure. Unrelated to the complaint, a battery compartment crack was observed.